Event description:
Patient complained of instability in right knee. Revision done. Size 6 femur ps triathlon was implanted along with size 7x16 ps insert. No other information available due to hospital confidentiality policy.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No medical records evaluation performed as none were provided. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. The reported event regarding instability of a triathlon insert was not confirmed.

Event description:
Patient complained of instability in right knee. Revision done. Size 6 femur ps triathlon was implanted along with size 7x16 ps insert. No other information available due to hospital confidentiality policy.

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.